Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use state the following: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: impella cp with smart assist catheter insertion section: axillary insertion of the impella cp with smart assist catheter section: use of impella with transcatheter aortic valves ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
The us complainant had a cp pump placed to support an acute myocardial infarction / cardiogenic shock patient. The patient had the pump support ongoing when the pump position was checked due to low flows and they observed the pump not to be in appropriate position and there was clot adhered. The pump was removed after 78 hours. The team achieved hemostasis, and the patient survived.

Manufacturer narrative:
The investigation for the thrombus and positioning issues has been completed. The product was returned for investigation. A data log was not provided for this case run. The pump impeller was clean, without any biomaterial on it. No physical damage or abnormalities were observed on the returned product. A biomaterial was found on the inlet cage, which was removed during the investigation. The pump was working per specifications during the test in a bucket of water. As per the clinical, pump had appeared to be at aortic valve while having suction alarm and low pump flow. Md adjusted the pump position and a clot was observed on the pump. Pump was removed. The cause of the positioning issue was most likely use related, which could also cause the low pump flow. The root cause of the thrombus could not be determined without additional details.